Event description:
It was reported to covidien in 2009 that the facility may have used a recalled device during an infant code. The pt could not be resuscitated. At this time there is no indication about what if any role this device may have played in the event. The packaging was thrown away. It is unk if the pedi-cap used on the pt was a recalled lot number.

Manufacturer narrative:
Covidien is attempting to obtain more information on the event. Manufacturer has notified FDA of recall on 8/14/2009.